Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 344 and 332 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 319 mg/dl and 295 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause -mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 344 and 332 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 319 mg/dl and 295 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 344mg/dl (B)(6) 2017 07:30 pm fasting:yes, 282mg/dl (B)(6) 2017 06:11 pm fasting:yes, 332mg/dl (B)(6) 2017 05:58 pm fasting:yes, 327mg/dl (B)(6) 2017 05:52 pm fasting:yes, 238mg/dl (B)(6) 2017 04:47 pm fasting:yes. Memory concerns:344mg/dl, 282mg/dl, 332mg/dl, 327mg/dl, 238mg/dl.